Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the secondary infusion did not start "by itself" and had the clinician had to "manually start infusion; which at that point the infusion started and infused completely." The secondary infusion was 0.9% sodium chloride 50ml with a 2 gram vial of cefepime while the primary infusion was there was 0.9% sodium chloride 500ml. The secondary bag was hung higher than the primary bag using hangers and all clamps were opened prior to starting infusions. There was patient involvement but no harm.

Event description:
It was reported that the secondary infusion did not start "by itself" and had the clinician had to "manually start infusion; which at that point the infusion started and infused completely." The secondary infusion was 0.9% sodium chloride 50ml with a 2 gram vial of cefepime while the primary infusion was there was 0.9% sodium chloride 500ml. The secondary bag was hung higher than the primary bag using hangers and all clamps were opened prior to starting infusions. There was patient involvement but no harm.